Event description:
It was reported that stent dislodgement occurred. The 70% stenosed target lesion was located in the severely tortuous and mildly calcified coronary artery. A 3.00 x 8 mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, the physician had difficulty delivering the stent, and when removing it from the guiding catheter, the stent struts were damaged, causing the stent to fall off the balloon. The physician then used a non-boston scientific guiding extension. The procedure was completed, and no patient complications were reported.